Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that the patient¿s physical therapy has plateaued following a series of accidents because they are unable to get their legs going. It was stated the patient would get kicked out of therapy if they didn¿t find someone to adjust the ins soon. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical products: product ID: (B)(4), serial# (B)(4), implanted: (B)(4) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the patient had a fall. They've been having issues with their balance. The patient stated they slipped and fell and broke their hip and elbow. They think it was due to the brain stimulator and having issues with their balance. The patient was currently in a rehab facility due to the broken hip and elbow. No further complications were reported as a result of this event.